Event description:
The technician reported the left foot brake caster is not holding. The bed is located in the hill-rom service center. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster was worn pads. The technician replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.